Manufacturer narrative:
The insulin pump passed all functional testing, including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. Pump monitored in 50c oven for several days and no blank display and button error alarm noted. Pump received with normal operating however, pump received with intermittent button response due to keypad traces. Also received with cracked reservoir tube.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
The customer reported that the insulin pump alarmed button error. Troubleshooting was performed. The caller was not holding a button down for three minutes or greater. During the call the customer stated that she was hospitalized due to low blood glucose of 65mg/dl. Reviewed the priming technique and found that the customer is disconnected and there was no reservoir in the device during rewinding. The customer mentioned having trouble priming the insulin pump for a few months. The caller also stated that the device fell off out of her pocket. Advised the customer that the insulin pump will be replaced and revert to back up plan. No further information was provided.